Event description:
Cautery pencil did not shut off after being deactivated. Cautery pencil was set down on operative field and burned pt's left fourth finger. Pencil's have been discontinued until follow-up is complete.